Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is septic. Pocket cultures came back for infection, and vegetation was seen on leads through imaging. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.